Manufacturer narrative:
(B)(4). Additional information will be provided once the investigation has been completed.

Event description:
It was reported the implant broke, all pieces were retrieved.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. During medical intervention the peek implant get broken. The failure identified in the investigation is consistent with the complaint record. The probable root causes could be: excessive force applied on device, bone too hard for anchor insertion, or drill not inserted to proper depth.

Event description:
It was reported the implant broke, all pieces were retrieved.